Manufacturer narrative:
Continuation of d10: product ID 3708120, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated they received a follow up letter. Pt stated that their model of implant can only be completely drained so many times before it would fail and that happened so it needed to be replaced. Cause of extensions being removed was unknown; pt stated reported that they had nerve pain for years, but they no longer do and the pt thought it was due to the implant. Pt stated they used to have to take fentanyl. Pt stated they still have some pain in their neck area and they are attributing that to the amount of scar tissue. However, that pain is not affected by the implant. Pt noted they take 5mg of oxycodone.

Manufacturer narrative:
Continuation of d10: product ID 3708120 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2018 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(6), ubd: 26-oct-2016, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the first implant battery died sometime in 2018 and they had a lead [extension] removed.